Manufacturer narrative:
Follow-up #1: date of submission 03-apr-2019 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: review of the black box data did not reveal any records indicating the alleged power on reset event. On investigation, the pump powered on normally and was exercised for 12 hours without any interruption in power and no call service alarms occurring. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Follow-up #1: date of submission 03-apr-2019 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01-apr-2019 with the following findings: review of the black box data did not reveal any records indicating the alleged power on reset event. On investigation, the pump powered on normally and was exercised for 12 hours without any interruption in power and no call service alarms occurring. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was originally a call service alarm 064 occurred and when the patient tried rebooting the pump, it did not turn on at all, which did not change after replacing the battery. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.